Manufacturer narrative:
Updated fields: d8, e4, d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, blackout, and white residue in the air/water channel and cylinder. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image issue occurred due to a component failure. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a static image and communication error code b30. The issue occurred during inspection for use. There were no reports of patient involvement.